Manufacturer narrative:
(B)(4).

Event description:
The patient called the office with blood oozing at pacer site with bruising. On exam md noted incision site showed signs of swelling and ecchymosis. Patient was examined by the physician in office on the day of complaint. The physician redressed the bandage at pacer site and reduced patient's eliquis and stopped asa 81mg until incision was dry. Patient returned in (B)(6) for routine follow up. It was noted that the pacer site healed well without any problems.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.